Manufacturer narrative:
Per the instructions for use, cardiovascular injuries, including perforation or dissection of vessels, ventricle, myocardium or valvular structures, are potential adverse events associated with standard cardiac catheterization, balloon valvuloplasty and the transcatheter aortic valve replacement (tavr) procedure. There are several potential etiologies for ventricular perforation during a tavr procedure, including perforation by the guidewire, the delivery system, or the transvenous pacer (tvp) lead. Physicians are extensively trained by edwards before they are qualified to use the sapien transcatheter heart valve (thv). Training includes proper guidewire positioning, fixation of the tvp to prevent ventricle perforation, and careful manipulation of devices. Per the procedure didactic, patients with small ventricles are at particularly high risk for ventricular perforation. In this case, as reported, device manipulation likely contributed to ventricle perforation by the guidewire. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), shortly after successful deployment of a 26mm sapien 3 valve in the aortic position, the patient suffered severe hypotension and tte showed pericardial tamponade. A pericardiocentesis was performed and the patient¿s pressure was restored. Angio of the left ventricle was performed, which showed contrast effusion. The patient was transferred to the or and direct vision of the heart showed evidence of a puncture on the lateral wall of the left ventricle, which was repaired. The perceived root cause was ventricular perforation by the guidewire.

Manufacturer narrative:
Additional information was received. The patient expired approximately 1 month post procedure. The exact date and cause of death were not reported. The additional information does not change the results of the investigation.

Manufacturer narrative:
Additional information was received. The patient¿s cause of death was respiratory failure. The death was not considered to be related to the valve. The additional information does not change the results of the investigation.